Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 30 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with intravenous fluids and d50. Customer alleging insulin pump was over-delivering. Customer stated the drive support cap appears normal. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08745 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. No motor error alarm noted. The motor was tested outside of the device and passed. Device uploaded properly using care link. Device received without the original battery cap and the belt clip. Unable to verify damage to the battery cap or belt clip. Device had a small crack on the display window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).